Event description:
Pt underwent right temporal craniotomy and debulking of underlying glioma. A free temporal bone flap was fashioned. At the conclusion of the surgery, the bone flap was secured with bioplates and screws. Three screws snapped during placement. Each was removed. Physician called for a different set of screws. Bone flap was secured.